Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for 2 patients tested for elecsys total psa immunoassay (total psa) and elecsys free psa immunoassay (free psa). Based on the information provided, the total psa and free psa results for 1 patient were erroneous and reported outside of the laboratory. The initial total psa result was <0.02 ng/ml. The initial free psa result was <0.01 ng/dl. These results were reported outside of the laboratory where they were questioned by the physician. On (B)(6) 2016 the sample was repeated and the total psa result was 4.28 ng/ml and the free psa result was 1.19 ng/ml. The repeat results were believed to be correct. No adverse event occurred. The total psa reagent lot number was 13598601 with an expiration date of 05/31/2017. The free psa reagent lot number was 15099401 with an expiration date of 08/31/2017. The field service engineer visited the customer site where no issues were identified. Instrument tests were performed and were successful. The customer ran quality controls and the results were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Based on the calibration, quality control, alarm trace and assay performance check data, no general system or reagent issue was identified. The most likely root cause of the issue is an air bubble on the sample surface. This is supported by the fact that the initial total psa and free psa results were very low while the repeat results were much higher. Additional root causes may be related to micro clots in the sample or using 13 mm sample tubes without rack adapters. The customer has had no further issues.